Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with the ams apogee device "on or about (B)(6) 2009 to treat pelvic organ prolapse and/or urinary incontinence." Plaintiff's attorney alleges that the plaintiff "began experiencing bleeding, bowel problems, mesh erosion, pain and pain with intercourse." The plaintiff's attorney also alleges that the plaintiff "suffered and continues to suffer, serious bodily injury and harm" and "severe and permanent bodily injuries and significant mental and physical pain and suffering" along with other damages.